Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. The customer changed supplies to address the issue. Customer declined troubleshooting. No additional information was able to be obtained.